Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During follow up, the customer reported that the alert had not reoccurred after charging the pump with a different wall adapter. The customer's blood glucose was approximately 250 (mg/dl).